Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt failed to progress post implantation of the lvad and was unable to be weaned off the ventilator. The pt was placed on supportive care for a few months and support was subsequently withdrawn per the family¿s request.

Manufacturer narrative:
According to the info provided to the MFR, the explanted lvad was disposed of by the hospital. No further info is available at this time. A supplemental report will be submitted when the MFR¿s investigation is completed.